Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an error message on central control monitor (ccm) and there were red x's on the arterial and venous temperature icons. It was also noticed that the light emitting diode (led) was blinking amber. The device was not changed out, as the customer used the cardioplegia temperature module and moved the probe to the venous and arterial connections and monitored with the one temperature that was working. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to recreate or verify the stated malfunction. The fsr re-seated the temperature module in the system. The fsr downloaded the software logs to be evaluated and upon the initial evaluation, it was discovered that temperature module had failed the self-test. The fsr removed the suspected temperature module and sent the module and logs to the manufacturer for further evaluation. The fsr installed a new temperature module, configured the module and performed functional testing. With the temperature module replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information become available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.